Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific crm's post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Dried body fluid was noted in the lead lumen. Melted insulation was seen at 367 millimeters from the terminal pin, likely as a result of the use of electro-cautery. Additional testing confirmed the lead to be electrically continuous. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that this implantable lead dislodged. A lead revision procedure was performed and the lead was explanted. There were no additional adverse patient effects reported.